Event description:
It was reported that the cleo® 90 infusion set did not adhere to patient's skin and bg level rose. Customer changed out the site and delivered correction bolus to lower blood sugar. No patient injury reported.